Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm 26. The blockage was found to be located at the site. Patient noticed symptoms 3 or more hours after insertion. The site of insertion was thigh. Patient regularly rotated site location. Patient changed supplies as necessary and resumed insulin therapy. No further information available.